Event description:
It was reported that the cartridge was damaged at the cartridge shroud, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 550 mg/dl.